Manufacturer narrative:
(B)(4). The rt021 catheter mount is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 catheter mount was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that the tubing cuff at the swivel end was split. A lot check revealed no other complaints of this nature for lot number 151211. Conclusion: previous investigations into this type of failure have shown that the tubing cuff can split as a result of environmental stress cracking. All rt021 cather mounts are pressure tested prior to release for distribution. Any catheter mount with a split tube would have failed the pressure test and been rejected from the production line. Our user instructions that accompany the rt021 catheter mount state the following: "check all connections are tight before use."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the tube of an rt021 catheter mount, which is near the elbow connector, was torn. This was observed before use on a patient.